Event description:
It was reported that the patient underwent mid-urethral sling placement with an obtryx ii system - halo on (B)(6) 2021, for the treatment of stress urinary incontinence. Concomitant procedures included laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy, anterior and posterior vaginal wall repair, and laparoscopy with co2 laser ablation of pelvic peritoneal endometriosis. Pre-operative diagnoses included pelvic pain, suspected endometriosis versus adenomyosis, and stress incontinence. Post-operative diagnoses were pelvic pain, stress incontinence, and confirmed endometriosis. On (B)(6) 2021, the patient reported urinary frequency during post-operative follow-up. In the months following surgery, she experienced severe pain and discomfort from the sling, vaginal dryness, right-sided pelvic pain, pain with sexual intercourse, and vaginal mesh erosion. The physician recommended hormone replacement therapy and estrogen cream and considered loosening the sling. In (B)(6) 2022, she developed menopausal symptoms confirmed by laboratory testing. She subsequently experienced vaginal dryness and right-sided vaginal pain, which in retrospect had been present to some degree since surgery. She attempted hormone replacement therapy but discontinued the patch after two weeks due to fluid retention. Dyspareunia worsened, and she later detected exposed mesh on the right side corresponding to the area of discomfort. Examination confirmed a small, exposed segment of mesh in an area where the sling had been tight. She had been using vaginal estrogen therapy to improve tissue quality in preparation for sling midline release and possible release of the right arm. On (B)(6) 2022, a pre-operative appointment was conducted ahead of revision surgery, and the physician recommended a midline release of the sling with possible release of the right arm on (B)(6) 2022. She initially reported mesh erosion involving the right arm of the sling. Her evaluation from (B)(6) 2022 to the present included physical examination and ultrasound assessment. After reviewing treatment options, she elected to proceed with surgical management. She recovered well and was doing well at her final postoperative visit in (B)(6) 2021. The patient was counseled regarding the planned procedure, including risks, benefits, and alternative treatment options. All questions were addressed, and informed consent was obtained. Assessment included a body mass index (bmi) of 33.0-33.9. Endometriosis involving the pelvic peritoneum was identified at surgery and treated with carbon dioxide laser ablation, with greater involvement on the left side and additional blebs noted on the descending colon; postoperative therapy with elagolix (orilissa) may be considered if symptoms do not improve. The patient also has psoriatic arthritis and is followed for chronic pain management; a new postoperative agent is planned to facilitate discontinuation of steroid therapy. Additional diagnoses include ulcerative colitis, irritable bowel syndrome, and dyspareunia. Preoperative planning was completed for admission and performance of a midline release of the mid-urethral sling with revision of exposed mesh. The indications, treatment options, risks, benefits, and potential complications were reviewed in detail, and informed consent was obtained and documented. Revision surgery was performed on (B)(6) 2022, for midline release of the mid-urethral sling and revision of the right sling arm due to a 1--1.5 cm exposed segment. Intraoperative findings confirmed right-sided mesh erosion, while the left sling was intact. The sling tension was reduced by approximately 1 cm, adhesions were cleared, and the exposed portion excised. No foreign material remained, and the sling remained palpable in the mid-urethral position. No infection was reported. Following revision, the patient experienced significant physical and emotional distress, including inability to engage in sexual intercourse, stress incontinence, bladder spasm, frequent loss of urine, and incomplete voiding. She is unable to participate in physical activity or exercise, severely impacting her quality of life. On (B)(6) 2023, the patient presented for her second postoperative visit, six weeks after undergoing diagnostic cystoscopy with midline sling release and revision of the right sling arm performed on (B)(6) 2022, for mesh exposure of the right sling arm and dyspareunia. She reported that overall, she had been doing very well. She noted a slight vaginal discharge versus a possible small amount of leakage recently but was uncertain of the source. She denied any bleeding and had not yet resumed local estrogen therapy, as she was awaiting confirmation of adequate healing before restarting treatment. She did not feel that she had a urinary tract infection and reported that she was emptying her bladder completely. The intraoperative and perioperative courses were uncomplicated. Postoperatively, she developed an enterococcus urinary tract infection, which was treated, and she has remained asymptomatic since treatment. At her first postoperative visit four weeks prior, a urine culture was positive for enterococcus, and she was treated with nitrofurantoin (macrobid). Although she had minimal symptoms, treatment was recommended due to recent cystoscopy and foley catheter placement during surge, as the low level of bacteria should be treated. Since her last visit, she has returned to light activity but has avoided heavy lifting and is waiting for examination clearance to advance activity. She has not resumed local estrogen therapy pending confirmation of appropriate healing. Review of systems was notable for vaginal discharge, and physical examination confirmed the presence of scant discharge. Assessment included postoperative follow-up status, vaginal discharge, and atrophic vaginitis. A urine culture and an affirm vpiii microbial identification test were ordered, with results to be held for review. Vagifem 10 mcg vaginal tablets were prescribed and medications were reconciled. The physician discussed the postoperative course to date and expected recovery, noting that the patient had done well without apparent complications. She was counseled on warning signs of complications and advised to return for routine follow-up or sooner if concerns arise. A copy of the visit note and operative report would be forwarded to her primary care physician. Work and activity guidance included gradual increase in lifting, emphasis on core strengthening, and return to exercise without restrictions once core strength improves. Wound care instructions were provided. The patient was instructed to restart local estrogen therapy using vagifem every other night for two weeks, followed by a trial of intercourse with an oil-based lubricant; she was advised to report any difficulties. Pelvic rest guidance included resuming intercourse after initiating estrogen therapy, beginning once weekly, with expectation of improved comfort over time. The importance of local estrogen during menopause to maintain tissue health around the sling was emphasized. The potential need for urogynecologic care was discussed, although no further complications were anticipated at this time. Education was provided regarding the sling's role in treating stress incontinence was provided. The patient acknowledged understanding, and all questions were answered. She was also informed of expected normal postoperative vaginal discharge and instructed on normal voiding patterns. On (B)(6) 2025, the patient presented for evaluation and assessment of vaginal mesh exposure that had been present for several years. She reported postoperative difficulty emptying her bladder and dyspareunia following prior procedures. She initially underwent a sling release in (B)(6) 2022. Vaginal mesh exposure on the right side was later identified and excised on (B)(6) 2024. She subsequently underwent a second surgery to resect mesh on the left. During a (B)(6) 2024 procedure, additional scar tissue and mesh on the right were transected; however, no further mesh was excised from that side. During a third procedure, mesh was visualized near the urethra, but the surgeon did not feel comfortable removing it due to concern for potential complications. Since the mesh excision procedures, the patient reported worsening stress urinary incontinence, describing continuous leakage with minimal activity. She also reported a sensation of incomplete bladder emptying, requiring prolonged sitting and leaning forward to void. The patient described ongoing pain and a sensation consistent with erosion. Her medical history was significant for psoriatic arthritis and crohn's disease, and she was a current smoker. She reported continued use of vaginal estrogen therapy. The patient reported urinary incontinence, characterized by continuous leakage of small amounts of urine occurring before reaching the toilet and with coughing or sneezing. She used approximately two reusable pads per day. Voiding frequency was reported as 15-20 times during the day and 2-5 times nightly. She has been experiencing urinary frequency, stress urinary incontinence, urge urinary incontinence, nocturnal enuresis, and continuous urinary leakage. Her bladder sensation has increased with feeling early and persistent need to void with slow stream and muscular straining effort to initiate and maintain urine flow. She also reported uncomfortable sexual intercourse with partner. To further evaluate her urinary symptoms, a urine dipstick test and postvoid residual (pvr) measurement were obtained. No urine dip results were available from the past 24 hours. Postvoid residual via bladder scan was 0 ml, indicating complete bladder emptying.

Manufacturer narrative:
Block h11: correction to block a2: age at time of event and unit of measure - age. Blocks b2, b5, h2, and h6 have been updated based on the additional information received on january 22, 2026. Block h6: the following imdrf patient codes capture the reportable events of: e2330 - severe pain and pelvic pain. E2006 - vaginal mesh erosion. E020201 - anxiety and conflict. E0206 - physical and emotional distress. E1309 - difficulty fully voiding her bladder. E1405 - pain during sexual activity. E2101 - adhesions. E1310 - urinary tract infection. E2326 - ulcerative colitis. The following imdrf impact codes capture the reportable events of: f1202 - inability to ride a bike or engage in physical activity. F2303 - hormone replacement therapy, estrogen cream use, and sling loosening. F1905 - surgical revision.

Manufacturer narrative:
Block h6: patient code e2330 captures the reportable event of severe pain and pelvic pain. Patient code e2006 captures the reportable event of vaginal mesh erosion. Patient code e020201 captures the reportable event of anxiety and conflict. Patient code e0206 captures the reportable event of physical and emotional distress. Patient code e1309 captures the reportable event of trouble voiding her bladder completely. Patient code e1405 captures the reportable event of pain with sex. Impact code f1202 captures the reportable event of the inability to ride her bike or engage in any physical activity. Impact code f2303 captures the reportable event of hormone placement therapy and estrogen cream and loosening the sling. Impact code f1905 captures the reportable event of revision.

Event description:
It was reported that an obtryx ii system - halo was implanted during a vaginal hysterectomy, vaginal vault suspension and mid-urethral placement procedure performed on (B)(6) 2021. On (B)(6) 2021, the patient visited the physician for a post-operative follow-up appointment and complained of a urinary frequency. A few months after the surgery, the patient had severe pain and discomfort from the sling. Additionally, vaginal dryness, right-sided pelvic pain, and pain with sex were all experienced by the patient. The pain with sex worsened, and the patient complained of vaginal mesh erosion. With that, the physician recommended hormone replacement therapy and estrogen cream for the pain and loosening the sling for mesh erosion. On (B)(6) 2022, the patient met up with the physician for a pre-operative appointment ahead of her revision surgery. Describing her symptoms, the physician recommended a mid-line release of the sling and a possible release of the right arm. A revision surgery was performed on (B)(6) 2022, to loosen the mesh and address the vaginal erosion. A near-midline incision to reduce the tension was made by about 1 cm. The patient suffered significant physical and emotional distress and is no longer physically capable of engaging in sexual intercourse, resulting in severe emotional distress due to the lack of intimacy, causing relational anxiety and conflict, further exacerbating her emotional suffering. Additionally, the patient experienced stress incontinence, bladder spasm, frequent loss of urine, and trouble voiding her bladder completely. Furthermore, the patient cannot ride her bike with her husband, engage in physical activities, or exercise, severely impacting her quality of life.

Manufacturer narrative:
Blocks d4 (lot number), d4 (expiration date), h2, and h11 have been updated based on the additional information received on 01nov2024. Block h6: patient code e2330 captures the reportable event of severe pain and pelvic pain. Patient code e2006 captures the reportable event of vaginal mesh erosion. Patient code e020201 captures the reportable event of anxiety and conflict. Patient code e0206 captures the reportable event of physical and emotional distress. Patient code e1309 captures the reportable event of trouble voiding her bladder completely. Patient code e1405 captures the reportable event of pain with sex. Impact code f1202 captures the reportable event of the inability to ride her bike or engage in any physical activity. Impact code f2303 captures the reportable event of hormone placement therapy and estrogen cream and loosening the sling. Impact code f1905 captures the reportable event of revision.

Event description:
It was reported that an obtryx ii system - halo was implanted during a vaginal hysterectomy, vaginal vault suspension and mid-urethral placement procedure performed on (B)(6) 2021. On july 27, 2021, the patient visited the physician for a post-operative follow-up appointment and complained of a urinary frequency. A few months after the surgery, the patient had severe pain and discomfort from the sling. Additionally, vaginal dryness, right-sided pelvic pain, and pain with sex were all experienced by the patient. The pain with sex worsened, and the patient complained of vaginal mesh erosion. With that, the physician recommended hormone replacement therapy and estrogen cream for the pain and loosening the sling for mesh erosion. On november 28, 2022, the patient met up with the physician for a pre-operative appointment ahead of her revision surgery. Describing her symptoms, the physician recommended a mid-line release of the sling and a possible release of the right arm. A revision surgery was performed on (B)(6) 2022, to loosen the mesh and address the vaginal erosion. A near-midline incision to reduce the tension was made by about 1 cm. The patient suffered significant physical and emotional distress and is no longer physically capable of engaging in sexual intercourse, resulting in severe emotional distress due to the lack of intimacy, causing relational anxiety and conflict, further exacerbating her emotional suffering. Additionally, the patient experienced stress incontinence, bladder spasm, frequent loss of urine, and trouble voiding her bladder completely. Furthermore, the patient cannot ride her bike with her husband, engage in physical activities, or exercise, severely impacting her quality of life.

Event description:
It was reported that the patient underwent mid-urethral sling placement with an obtryx ii system - halo on (B)(6) 2021, for the treatment of stress urinary incontinence. Concomitant procedures included laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy, anterior and posterior vaginal wall repair, and laparoscopy with co2 laser ablation of pelvic peritoneal endometriosis. Pre-operative diagnoses included pelvic pain, suspected endometriosis versus adenomyosis, and stress incontinence. Post-operative diagnoses were pelvic pain, stress incontinence, and confirmed endometriosis. On (B)(6) 2021, the patient reported urinary frequency during post-operative follow-up. In the months following surgery, she experienced severe pain and discomfort from the sling, vaginal dryness, right-sided pelvic pain, pain with sexual intercourse, and vaginal mesh erosion. The physician recommended hormone replacement therapy and estrogen cream and considered loosening the sling. In (B)(6) 2022, she developed menopausal symptoms confirmed by laboratory testing. She subsequently experienced vaginal dryness and right-sided vaginal pain, which in retrospect had been present to some degree since surgery. She attempted hormone replacement therapy but discontinued the patch after two weeks due to fluid retention. Dyspareunia worsened, and she later detected exposed mesh on the right side corresponding to the area of discomfort. Examination confirmed a small, exposed segment of mesh in an area where the sling had been tight. She had been using vaginal estrogen therapy to improve tissue quality in preparation for sling midline release and possible release of the right arm. On (B)(6) 2022, a pre-operative appointment was conducted ahead of revision surgery, and the physician recommended a midline release of the sling with possible release of the right arm on (B)(6) 2022. She initially reported mesh erosion involving the right arm of the sling. Her evaluation from (B)(6) 2022 to the present included physical examination and ultrasound assessment. After reviewing treatment options, she elected to proceed with surgical management. She recovered well and was doing well at her final postoperative visit in (B)(6) 2021. The patient was counseled regarding the planned procedure, including risks, benefits, and alternative treatment options. All questions were addressed, and informed consent was obtained. Assessment included a body mass index (bmi) of 33.0-33.9. Endometriosis involving the pelvic peritoneum was identified at surgery and treated with carbon dioxide laser ablation, with greater involvement on the left side and additional blebs noted on the descending colon; postoperative therapy with elagolix (orilissa) may be considered if symptoms do not improve. The patient also has psoriatic arthritis and is followed for chronic pain management; a new postoperative agent is planned to facilitate discontinuation of steroid therapy. Additional diagnoses include ulcerative colitis, irritable bowel syndrome, and dyspareunia. Preoperative planning was completed for admission and performance of a midline release of the mid-urethral sling with revision of exposed mesh. The indications, treatment options, risks, benefits, and potential complications were reviewed in detail, and informed consent was obtained and documented. Revision surgery was performed on (B)(6) 2022, for midline release of the mid-urethral sling and revision of the right sling arm due to a 1--1.5 cm exposed segment. Intraoperative findings confirmed right-sided mesh erosion, while the left sling was intact. The sling tension was reduced by approximately 1 cm, adhesions were cleared, and the exposed portion excised. No foreign material remained, and the sling remained palpable in the mid-urethral position. No infection was reported. Following revision, the patient experienced significant physical and emotional distress, including inability to engage in sexual intercourse, stress incontinence, bladder spasm, frequent loss of urine, and incomplete voiding. She is unable to participate in physical activity or exercise, severely impacting her quality of life. On (B)(6) 2023, the patient presented for her second postoperative visit, six weeks after undergoing diagnostic cystoscopy with midline sling release and revision of the right sling arm performed on (B)(6) 2022, for mesh exposure of the right sling arm and dyspareunia. She reported that overall, she had been doing very well. She noted a slight vaginal discharge versus a possible small amount of leakage recently but was uncertain of the source. She denied any bleeding and had not yet resumed local estrogen therapy, as she was awaiting confirmation of adequate healing before restarting treatment. She did not feel that she had a urinary tract infection and reported that she was emptying her bladder completely. The intraoperative and perioperative courses were uncomplicated. Postoperatively, she developed an enterococcus urinary tract infection, which was treated, and she has remained asymptomatic since treatment. At her first postoperative visit four weeks prior, a urine culture was positive for enterococcus, and she was treated with nitrofurantoin (macrobid). Although she had minimal symptoms, treatment was recommended due to recent cystoscopy and foley catheter placement during surge, as the low level of bacteria should be treated. Since her last visit, she has returned to light activity but has avoided heavy lifting and is waiting for examination clearance to advance activity. She has not resumed local estrogen therapy pending confirmation of appropriate healing. Review of systems was notable for vaginal discharge, and physical examination confirmed the presence of scant discharge. Assessment included postoperative follow-up status, vaginal discharge, and atrophic vaginitis. A urine culture and an affirm vpiii microbial identification test were ordered, with results to be held for review. Vagifem 10 mcg vaginal tablets were prescribed and medications were reconciled. The physician discussed the postoperative course to date and expected recovery, noting that the patient had done well without apparent complications. She was counseled on warning signs of complications and advised returning for routine follow-up or sooner if concerns arise. A copy of the visit note and operative report would be forwarded to her primary care physician. Work and activity guidance included gradual increase in lifting, emphasis on core strengthening, and return to exercise without restrictions once core strength improves. Wound care instructions were provided. The patient was instructed to restart local estrogen therapy using vagifem every other night for two weeks, followed by a trial of intercourse with an oil-based lubricant; she was advised to report any difficulties. Pelvic rest guidance included resuming intercourse after initiating estrogen therapy, beginning once weekly, with expectation of improved comfort over time. The importance of local estrogen during menopause to maintain tissue health around the sling was emphasized. The potential need for urogynecologic care was discussed, although no further complications were anticipated at this time. Education was provided regarding the sling's role in treating stress incontinence was provided. The patient acknowledged understanding, and all questions were answered. She was also informed of expected normal postoperative vaginal discharge and instructed on normal voiding patterns. On (B)(6) 2025, the patient presented for evaluation and assessment of vaginal mesh exposure that had been present for several years. She reported postoperative difficulty emptying her bladder and dyspareunia following prior procedures. She initially underwent a sling release in (B)(6) 2022. Vaginal mesh exposure on the right side was later identified and excised on (B)(6) 2024. She subsequently underwent a second surgery to resect mesh on the left. During a (B)(6) 2024 procedure, additional scar tissue and mesh on the right were transected; however, no further mesh was excised from that side. During a third procedure, mesh was visualized near the urethra, but the surgeon did not feel comfortable removing it due to concern for potential complications. Since the mesh excision procedures, the patient reported worsening stress urinary incontinence, describing continuous leakage with minimal activity. She also reported a sensation of incomplete bladder emptying, requiring prolonged sitting and leaning forward to void. The patient described ongoing pain and a sensation consistent with erosion. Her medical history was significant for psoriatic arthritis and crohn's disease, and she was a current smoker. She reported continued use of vaginal estrogen therapy. The patient reported urinary incontinence, characterized by continuous leakage of small amounts of urine occurring before reaching the toilet and with coughing or sneezing. She used approximately two reusable pads per day. Voiding frequency was reported as 15-20 times during the day and 2-5 times nightly. She has been experiencing urinary frequency, stress urinary incontinence, urge urinary incontinence, nocturnal enuresis, and continuous urinary leakage. Her bladder sensation has increased with feeling early and persistent need to void with slow stream and muscular straining effort to initiate and maintain urine flow. She also reported uncomfortable sexual intercourse with partner. To further evaluate her urinary symptoms, a urine dipstick test and postvoid residual (pvr) measurement were obtained. No urine dip results were available from the past 24 hours. Postvoid residual via bladder scan was 0 ml, indicating complete bladder emptying.

Manufacturer narrative:
Block h11: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The device history record (DHR) confirmed that the device met all material, assembly, and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review performed for the obtryx lynx device confirmed that the events of pain, discomfort, dyspareunia, injury, nos (not otherwise specified), extrusion, anxiety, unspecified mental, emotional or behavioural problem, urinary frequency, urinary retention, urinary urgency, muscle spasm, urinary incontinence, adhesion, inflammation, and urinary tract infection are known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the obtryx lynx device is acceptable. The reported patient symptoms are known risks associated with this device type and indicated as such in the instructions for use. H6 patient code e2006: erosion has been updated to e2402: appropriate clinical signs, symptoms, and conditions term/code not available to capture the event of extrusion (vaginal mesh erosion), and h6 patient code e2401: insufficient information has been updated to e2015: unspecified tissue injury. Block h6: the following imdrf patient codes capture the reportable events of: e2330 - severe pain and pelvic pain, e2402 - vaginal mesh erosion, e020201 - anxiety and conflict, e0206 - physical and emotional distress, e1309 - difficulty fully voiding her bladder, e1405 - pain during sexual activity, e2101 - adhesions, e1310 - urinary tract infection, e2326 - ulcerative colitis. The following imdrf impact codes capture the reportable events of: f1202 - inability to ride a bike or engage in physical activity, f2303 - hormone replacement therapy, estrogen cream use, and sling loosening, f1905 - surgical revision.

Event description:
It was reported that the patient underwent mid-urethral sling placement with an obtryx ii system - halo on (B)(6) 2021, for the treatment of stress urinary incontinence. Concomitant procedures included laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy, anterior and posterior vaginal wall repair, and laparoscopy with co2 laser ablation of pelvic peritoneal endometriosis. Pre-operative diagnoses included pelvic pain, suspected endometriosis versus adenomyosis, and stress incontinence. Post-operative diagnoses were pelvic pain, stress incontinence, and confirmed endometriosis. On (B)(6) 2021, the patient reported urinary frequency during post-operative follow-up. In the months following surgery, she experienced severe pain and discomfort from the sling, vaginal dryness, right-sided pelvic pain, pain with sexual intercourse, and vaginal mesh erosion. The physician recommended hormone replacement therapy and estrogen cream and considered loosening the sling. On (B)(6) 2022, a pre-operative appointment was conducted ahead of revision surgery, and the physician recommended a midline release of the sling with possible release of the right arm. Revision surgery was performed on (B)(6) 2022, for midline release of the mid-urethral sling and revision of the right sling arm due to a 1--1.5 cm exposed segment. Intraoperative findings confirmed right-sided mesh erosion, while the left sling was intact. The sling tension was reduced by approximately 1 cm, adhesions were cleared, and the exposed portion excised. No foreign material remained, and the sling remained palpable in the mid-urethral position. No infection was reported. Following revision, the patient experienced significant physical and emotional distress, including inability to engage in sexual intercourse, stress incontinence, bladder spasm, frequent loss of urine, and incomplete voiding. She is unable to participate in physical activity or exercise, severely impacting her quality of life.

Manufacturer narrative:
H2: additional information blocks a2: date of birth, b5, b7 and h6: patient codes updated based on the additional information received on (B)(6) 2025. Correction to block e1: initial reporter zip/post code. Block h6: the following imdrf patient codes capture the reportable events of: e2330 - severe pain and pelvic pain. E2006 - vaginal mesh erosion. E020201 - anxiety and conflict. E0206 - physical and emotional distress. E1309 - difficulty fully voiding her bladder. E1405 - pain during sexual activity. E2101 - adhesions. The following imdrf impact codes capture the reportable events of: f1202 - inability to ride a bike or engage in physical activity. F2303 - hormone replacement therapy, estrogen cream use, and sling loosening. F1905 - surgical revision.

Manufacturer narrative:
Block h11: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The device history record (DHR) confirmed that the device met all material, assembly, and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The reported patient symptoms are known risks associated with this device type and indicated as such in the instructions for use. H6 patient code e2006: erosion has been updated to e2402: appropriate clinical signs, symptoms, and conditions term/code not available to capture the event of extrusion (vaginal mesh erosion), and h6 patient code e2401: insufficient information has been updated to e2015: unspecified tissue injury. Block h6: the following imdrf patient codes capture the reportable events of: e2330 - severe pain and pelvic pain. E2402 - vaginal mesh erosion. E020201 - anxiety and conflict. E0206 - physical and emotional distress. E1309 - difficulty fully voiding her bladder. E1405 - pain during sexual activity. E2101 - adhesions. E1310 - urinary tract infection. E2326 - ulcerative colitis. The following imdrf impact codes capture the reportable events of: f1202 - inability to ride a bike or engage in physical activity. F2303 - hormone replacement therapy, estrogen cream use, and sling loosening. F1905 - surgical revision.

Event description:
It was reported that the patient underwent mid-urethral sling placement with an obtryx ii system - halo on (B)(6) 2021, for the treatment of stress urinary incontinence. Concomitant procedures included laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy, anterior and posterior vaginal wall repair, and laparoscopy with co2 laser ablation of pelvic peritoneal endometriosis. Pre-operative diagnoses included pelvic pain, suspected endometriosis versus adenomyosis, and stress incontinence. Post-operative diagnoses were pelvic pain, stress incontinence, and confirmed endometriosis. On (B)(6) 2021, the patient reported urinary frequency during post-operative follow-up. In the months following surgery, she experienced severe pain and discomfort from the sling, vaginal dryness, right-sided pelvic pain, pain with sexual intercourse, and vaginal mesh erosion. The physician recommended hormone replacement therapy and estrogen cream and considered loosening the sling. In (B)(6) 2022, she developed menopausal symptoms confirmed by laboratory testing. She subsequently experienced vaginal dryness and right-sided vaginal pain, which in retrospect had been present to some degree since surgery. She attempted hormone replacement therapy but discontinued the patch after two weeks due to fluid retention. Dyspareunia worsened, and she later detected exposed mesh on the right side corresponding to the area of discomfort. Examination confirmed a small, exposed segment of mesh in an area where the sling had been tight. She had been using vaginal estrogen therapy to improve tissue quality in preparation for sling midline release and possible release of the right arm. On (B)(6) 2022, a pre-operative appointment was conducted ahead of revision surgery, and the physician recommended a midline release of the sling with possible release of the right arm on (B)(6) 2022. She initially reported mesh erosion involving the right arm of the sling. Her evaluation from (B)(6) 2022 to the present included physical examination and ultrasound assessment. After reviewing treatment options, she elected to proceed with surgical management. She recovered well and was doing well at her final postoperative visit in (B)(6) 2021. The patient was counseled regarding the planned procedure, including risks, benefits, and alternative treatment options. All questions were addressed, and informed consent was obtained. Assessment included a body mass index (bmi) of 33.0-33.9. Endometriosis involving the pelvic peritoneum was identified at surgery and treated with carbon dioxide laser ablation, with greater involvement on the left side and additional blebs noted on the descending colon; postoperative therapy with elagolix (orilissa) may be considered if symptoms do not improve. The patient also has psoriatic arthritis and is followed for chronic pain management; a new postoperative agent is planned to facilitate discontinuation of steroid therapy. Additional diagnoses include ulcerative colitis, irritable bowel syndrome, and dyspareunia. Preoperative planning was completed for admission and performance of a midline release of the mid-urethral sling with revision of exposed mesh. The indications, treatment options, risks, benefits, and potential complications were reviewed in detail, and informed consent was obtained and documented. Revision surgery was performed on (B)(6) 2022, for midline release of the mid-urethral sling and revision of the right sling arm due to a 1--1.5 cm exposed segment. Intraoperative findings confirmed right-sided mesh erosion, while the left sling was intact. The sling tension was reduced by approximately 1 cm, adhesions were cleared, and the exposed portion excised. No foreign material remained, and the sling remained palpable in the mid-urethral position. No infection was reported. Following revision, the patient experienced significant physical and emotional distress, including inability to engage in sexual intercourse, stress incontinence, bladder spasm, frequent loss of urine, and incomplete voiding. She is unable to participate in physical activity or exercise, severely impacting her quality of life. On (B)(6) 2023, the patient presented for her second postoperative visit, six weeks after undergoing diagnostic cystoscopy with midline sling release and revision of the right sling arm performed on december 2, 2022, for mesh exposure of the right sling arm and dyspareunia. She reported that overall, she had been doing very well. She noted a slight vaginal discharge versus a possible small amount of leakage recently but was uncertain of the source. She denied any bleeding and had not yet resumed local estrogen therapy, as she was awaiting confirmation of adequate healing before restarting treatment. She did not feel that she had a urinary tract infection and reported that she was emptying her bladder completely. The intraoperative and perioperative courses were uncomplicated. Postoperatively, she developed an enterococcus urinary tract infection, which was treated, and she has remained asymptomatic since treatment. At her first postoperative visit four weeks prior, a urine culture was positive for enterococcus, and she was treated with nitrofurantoin (macrobid). Although she had minimal symptoms, treatment was recommended due to recent cystoscopy and foley catheter placement during surge, as the low level of bacteria should be treated. Since her last visit, she has returned to light activity but has avoided heavy lifting and is waiting for examination clearance to advance activity. She has not resumed local estrogen therapy pending confirmation of appropriate healing. Review of systems was notable for vaginal discharge, and physical examination confirmed the presence of scant discharge. Assessment included postoperative follow-up status, vaginal discharge, and atrophic vaginitis. A urine culture and an affirm vpiii microbial identification test were ordered, with results to be held for review. Vagifem 10 mcg vaginal tablets were prescribed and medications were reconciled. The physician discussed the postoperative course to date and expected recovery, noting that the patient had done well without apparent complications. She was counseled on warning signs of complications and advised to return for routine follow-up or sooner if concerns arise. A copy of the visit note and operative report would be forwarded to her primary care physician. Work and activity guidance included gradual increase in lifting, emphasis on core strengthening, and return to exercise without restrictions once core strength improves. Wound care instructions were provided. The patient was instructed to restart local estrogen therapy using vagifem every other night for two weeks, followed by a trial of intercourse with an oil-based lubricant; she was advised to report any difficulties. Pelvic rest guidance included resuming intercourse after initiating estrogen therapy, beginning once weekly, with expectation of improved comfort over time. The importance of local estrogen during menopause to maintain tissue health around the sling was emphasized. The potential need for urogynecologic care was discussed, although no further complications were anticipated at this time. Education was provided regarding the sling's role in treating stress incontinence was provided. The patient acknowledged understanding, and all questions were answered. She was also informed of expected normal postoperative vaginal discharge and instructed on normal voiding patterns. On (B)(6) 2025, the patient presented for evaluation and assessment of vaginal mesh exposure that had been present for several years. She reported postoperative difficulty emptying her bladder and dyspareunia following prior procedures. She initially underwent a sling release in (B)(6) 2022. Vaginal mesh exposure on the right side was later identified and excised on (B)(6) 2024. She subsequently underwent a second surgery to resect mesh on the left. During a (B)(6) 2024 procedure, additional scar tissue and mesh on the right were transected; however, no further mesh was excised from that side. During a third procedure, mesh was visualized near the urethra, but the surgeon did not feel comfortable removing it due to concern for potential complications. Since the mesh excision procedures, the patient reported worsening stress urinary incontinence, describing continuous leakage with minimal activity. She also reported a sensation of incomplete bladder emptying, requiring prolonged sitting and leaning forward to void. The patient described ongoing pain and a sensation consistent with erosion. Her medical history was significant for psoriatic arthritis and crohn's disease, and she was a current smoker. She reported continued use of vaginal estrogen therapy. The patient reported urinary incontinence, characterized by continuous leakage of small amounts of urine occurring before reaching the toilet and with coughing or sneezing. She used approximately two reusable pads per day. Voiding frequency was reported as 15-20 times during the day and 2-5 times nightly. She has been experiencing urinary frequency, stress urinary incontinence, urge urinary incontinence, nocturnal enuresis, and continuous urinary leakage. Her bladder sensation has increased with feeling early and persistent need to void with slow stream and muscular straining effort to initiate and maintain urine flow. She also reported uncomfortable sexual intercourse with partner. To further evaluate her urinary symptoms, a urine dipstick test and postvoid residual (pvr) measurement were obtained. No urine dip results were available from the past 24 hours. Postvoid residual via bladder scan was 0 ml, indicating complete bladder emptying.